Event description:
The customer reported this right atrial lead high threshold measurement of 4.5 v at 1.0 ms. As a result, this lead was capped and a new atrial lead was implanted; no adverse patient effects were reported. The lead was actively implanted for approximately 9 years, 8 months.

Manufacturer narrative:
The lead was capped, therefore, it will not returned for analysis. As a result, the reported allegation cannot be confirmed. The event will be re-evaluated if additional information becomes available. Threshold elevation is a recognized clinical event referenced in the device's labeling and/or reported in the medical literature. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.